Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple cs 128 replace battery alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/27/2016 with the following findings: a review of the pump¿s black box data showed evidence of several ¿cs128-fb80¿ call service alarms; the secondary code ¿fb80¿ is defined as a post-delivery motor power supply fault. There was no evidence of a short battery life observed. During visual inspection of the pump, it was observed that there was moisture corrosion in the battery canister. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The pump was opened and there was moisture found to the printed circuit board (pcb) on the oled boost regulator circuit. Evidence of the complaint was found in the black box; however, the complaint was not duplicated during the investigation.